Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that her daughter¿s insulin pump had received a failed battery alarm. The customer¿s blood glucose level was 156 mg/dl. The customer¿s mother states got, replace battery alarm, and they put in three new batteries and pump alerts battery failed. The troubleshooting was performed for failed battery test and noticed customer received failed battery alarm again. Advised the pump will need to be replaced. Advised to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no failed battery test noted.